Event description:
Surgical procedure required: yes. Did event cause patient's death: no. Major pump unit(s) involved: blood pump specific component(s) involved: pump drive unit malfunction. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Switch from vented electric to pneumatic-mode. .

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: pump drive unit malfunction